Event description:
Pt had right and left silicone breast implants placed over 20 years. Breast implants worked up with CT scan, which demonstrated what was suggestive of an intracapsular rupture of left breast and right breast implant.